Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the returned product identified fracture at the threaded tip. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 02/16 information identified: torque matrix - internal connection; page d. Complaint reported that the gold screw fractured. The reported event is confirmed as screw fracture was identified on the returned product during visual inspection. A root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI: (B)(4). G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the gold abutment screw (iunihg) was fractured inside the patient's implant.